Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-03. It was reported that the patient was told by a manufacturer representative (rep) to request a new implantable neurostimulator recharger (insr) to resolve the issue of it taking too long to charge the ins; adhesive discs were ordered. The patient then stated that she did not use the recharging waist belt to charge because it did not stay in place, so the patient would lie on the insr antenna to charge. Lastly, the patient reported that she could not place the insr antenna flat or she would lose coupling bars. An appointment was scheduled in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that it takes 6 hours to charge from one out of four to full. With the revision surgery, the implantable neurostimulator was implanted lower and deeper and not as close to the top of the skin as it was previously. Since the revision, the patient has had difficulty keeping coupling bars and she has to charge to the side. It was reviewed that if a new recharger did not resolve the recharging issues, that the patient should talk with her health care provider. The patient noted on (B)(6) 2017 that the recharging issue had not been resolved because the same battery was put back in. The patient had another appointment scheduled with her health care provider at the end of (B)(6) of 2017.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling with recharging. It was taking too long to charge. Ever since her second surgery on (B)(6) 2016, it takes over 6 hours to charge her implantable neurostimulator. She can achieve full bars for about 20 minutes and then she loses them. This cycles on and on throughout her recharge session. The patient typically repositions her antenna when this happens, but she can¿t maintain good coupling. Sometimes she recruits her husband for assistance. The patient has had problems maintaining coupling bars since her revision on (B)(6) 2016, but noted it was more difficult in the past 3 weeks. The patient reported that she noticed that the implantable neurostimulator seemed to have shifted closer to the spine and that she can feel the upper corner, but can¿t feel the lower corned as she moved toward the ¿fatty side.¿ the implantable neurostimulator was noted as tilted. The patient has an appointment with her health care provider scheduled for (B)(6) 2016 and it was recommended that the health care provider look at the pocket site at that time. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.